Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation nor to any repair or service center. Therefore, the evaluation was performed exclusively on the basis of the available information. Since the loop wire at the distal end of the electrode wears out during use and may break, burn or melt, the reported event is attributed to wear and tear. However, the cause of the reported event could not be conclusively determined since the device was not returned. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf resection electrode without showing any abnormalities. The case will be closed on olympus side with no further actions. However, the reported phenomenon will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that towards the end of an unspecified procedure at an unknown date the loop wire at the distal end of the hf resection electrode broke off inside the patient. However, no fragments remained inside the patient since they were reportedly retrieved. The intended procedure was completed using the same set of equipment and there was no report about an adverse event or patient injury.